Event description:
Advocate stated the customer ran a blood glucose test on the contour link and received a reading of "lo". He re-tested on a different meter and the reading was 158mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips and new meter were sent to the customer

Manufacturer narrative:
The initial reporter address and phone # were not provided.